Event description:
Two days after administering I-131 200 mci/tx in nuclear medicine for the treatment of thyroid cancer, it was noticed that the measured exposure readings were higher than expected, given normal physiologic clearance of the radio iodine. When the radiation exposure remained higher than expected, the pt's peg tube was removed and replaced with a new device. It was believed that the majority of the radio iodine dose had adhered to, or had been trapped in, the peg tube apparatus.

Event description:
Radioactive iodine (I-131 200 mci/tx,) was inserted into a port of a multi-port peg tube for the treatment of a pt's thyroid cancer in nuclear medicine. Two days after administering the I-131 200 mci/tx, it was noticed that the measured exposure readings were higher than expected, given normal physiologic clearance of the radio iodine. When the radiation exposure remained higher than expected, the pt's peg tube was removed and replaced with a new device. During our review process, we found that based on the gamma imaging results and the add'l info obtained from the administering technologist, it is now considered most likely that the balloon port was inadvertently confused with the medication port by the administering technologist. Thus, a portion of the therapeutic radionuclide dose was injected into the balloon port during the process of removing the syringe prior to the intended radioiodine administration through the main feeding port. Furthermore, it was determined that the current design of the multi port peg tube allows for the same type syringe to fit both the medication and balloon ports. We strongly believe that this design resulted in the inadvertent administration of a portion of the radioiodine into the balloon port by allowing the administering technician to be able to attach the syringe filled with radioiodine to the balloon port. A similar situation could occur when administering medications and potentially presents a safety hazard to pts.